Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Report source: e7034 wallflex biliary preoperative drainage natx clinical trial. The complainant indicated that the device remains implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a 10mm x 60mm wallflex biliary uncovered stent was implanted on (B)(6) 2015. The stent was used to replace a wallflex biliary rx fully covered stent (the subject of manufacturer report# 3005099803-2015-03378) that was implanted on (B)(6) 2015 to treat a 1.9cm malignant adenocarcinoma tumor in the head of the pancreas as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. According to the complainant, on (B)(6) 2015, the patient presented with abdominal pain, nausea, and emesis. The event was deemed related to the study stent and chemotherapy. The patient was admitted to the hospital on (B)(6) 2015. During a reintervention, the physician noted stent occlusion due to the wires of the uncovered stent pressing down and cutting into tissue. A 10mm x 60mm wallflex fully covered biliary stent was placed within the indwelling 10mm x 60mm wallflex biliary uncovered stent. In addition, dilation was also completed. The patient was discharged on (B)(6) 2015. The outcome for this event is not recovered.

Manufacturer narrative:
Updated to include the additional information received on march 09, 2016.

Event description:
It was reported to boston scientific corporation on december 16, 2015 that a 10mm x 60mm wallflex biliary uncovered stent was implanted on (B)(6) 2015. The stent was used to replace a wallflex¿ biliary rx fully covered stent (the subject of manufacturer report# 3005099803-2015-03378) that was implanted on (B)(6) 2015 to treat a 1.9cm malignant adenocarcinoma tumor in the head of the pancreas as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. According to the complainant, on (B)(6) 2015, the patient presented with abdominal pain, nausea, and emesis. The event was deemed related to the study stent and chemotherapy. The patient was admitted to the hospital on (B)(6) 2015. On (B)(6) 2015, during a reintervention, the physician noted stent occlusion due to the wires of the uncovered stent pressing down and cutting into tissue. A 10mm x 60mm wallflex fully covered biliary stent was placed within the indwelling 10mm x 60mm wallflex biliary uncovered stent. In addition, dilation was also completed. The patient was discharged on (B)(6) 2015. The outcome for this event is not recovered. Additional information received on march 09, 2016. Reportedly, the patient passed away on (B)(6) 2016. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding or cause of the patient¿s death. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Block h10: block b5 updated to include additional information received on may 11, 2016.

Event description:
It was reported to boston scientific corporation on december 16, 2015 that a 10mm x 60mm wallflex biliary uncovered stent was implanted on (B)(6) 2015. The stent was used to replace a wallflex¿ biliary rx fully covered stent (the subject of manufacturer report# 3005099803-2015-03378) that was implanted on (B)(6) 2015 to treat a 1.9cm malignant adenocarcinoma tumor in the head of the pancreas as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. According to the complainant, on december 12, 2015, the patient presented with abdominal pain, nausea, and emesis. The event was deemed related to the study stent and chemotherapy. The patient was admitted to the hospital on (B)(6) 2015. On december 14, 2015, during a reintervention, the physician noted stent occlusion due to the wires of the uncovered stent pressing down and cutting into tissue. A 10mm x 60mm wallflex fully covered biliary stent was placed within the indwelling 10mm x 60mm wallflex biliary uncovered stent. In addition, dilation was also completed. The patient was discharged on (B)(6) 2015. The outcome for this event is not recovered. Additional information received on march 09, 2016. Reportedly, the patient passed away on (B)(6) 2016. Additional information received on may 11, 2016. The complainant reported that the patient's death was due to worsening of pancreatic cancer and was not related to the study stent or stent placement procedure.

Manufacturer narrative:
Block h10: b5 updated with the additional information received on march 09, 2018 and april 02, 2018.

Event description:
It was reported to boston scientific corporation on december 16, 2015 that a 10mm x 60mm wallflex biliary uncovered stent was implanted on (B)(6) 2015. The stent was used to replace a wallflex¿ biliary rx fully covered stent (the subject of manufacturer report# 3005099803-2015-03378) that was implanted on (B)(6) 2015 to treat a 1.9cm malignant adenocarcinoma tumor in the head of the pancreas as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. According to the complainant, on (B)(6) 2015, the patient presented with abdominal pain, nausea, and emesis. The event was deemed related to the study stent and chemotherapy. The patient was admitted to the hospital on (B)(6) 2015. On december 14, 2015, during a reintervention, the physician noted stent occlusion due to the wires of the uncovered stent pressing down and cutting into tissue. A 10mm x 60mm wallflex fully covered biliary stent was placed within the indwelling 10mm x 60mm wallflex biliary uncovered stent. In addition, dilation was also completed. The patient was discharged on (B)(6) 2015. The outcome for this event is not recovered. Additional information received on march 09, 2016. Reportedly, the patient passed away on (B)(6) 2016. ***additional information received on may 11, 2016*** the complainant reported that the patient's death was due to worsening of pancreatic cancer and was not related to the study stent or stent placement procedure. Additional information received on june 20, 2017. The patient experienced cholecystitis on (B)(6) 2015 (previously reported as abdominal pain, nausea and emesis). Additional information received on march 09, 2018. On december 12, 2015, a second episode of cholecystitis occurred and was deemed related to the study stent (lot#18015403) that had been removed on (B)(6) 2015 (the subject of manufacturer report# 3005099803-2015-03378). Additional information received on april 02, 2018. The second episode of cholecystitis that occurred on december 12, 2015 was deemed related to the stent removal that occurred on (B)(6) 2015. The complainant noted that the cholecystitis was within 5 days of the stent exchange where the first study stent was removed and replaced with a wallflex biliary uncovered stent with unknown lot number. Hence, this episode of cholecystitis was most likely related to the ercp procedure performed on (B)(6) 2015.

Manufacturer narrative:
Block f10: patient code 1932 ¿ inflammation (cholecystitis) block h10: block b5 updated with the additional information received on june 20, 2017. Block f10 updated based on the additional information received on june 20, 2017.

Event description:
It was reported to boston scientific corporation on december 16, 2015 that a 10mm x 60mm wallflex biliary uncovered stent was implanted on (B)(6) 2015. The stent was used to replace a wallflex¿ biliary rx fully covered stent (the subject of manufacturer report# 3005099803-2015-03378) that was implanted on (B)(6) 2015 to treat a 1.9cm malignant adenocarcinoma tumor in the head of the pancreas as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. According to the complainant, on december 12, 2015, the patient presented with abdominal pain, nausea, and emesis. The event was deemed related to the study stent and chemotherapy. The patient was admitted to the hospital on (B)(6) 2015. On december 14, 2015, during a reintervention, the physician noted stent occlusion due to the wires of the uncovered stent pressing down and cutting into tissue. A 10mm x 60mm wallflex fully covered biliary stent was placed within the indwelling 10mm x 60mm wallflex biliary uncovered stent. In addition, dilation was also completed. The patient was discharged on (B)(6) 2015. The outcome for this event is not recovered. Additional information received on march 09, 2016. Reportedly, the patient passed away on january 27, 2016. Additional information received on may 11, 2016. The complainant reported that the patient's death was due to worsening of pancreatic cancer and was not related to the study stent or stent placement procedure. Additional information received on june 20, 2017. The patient experienced cholecystitis on (B)(6) 2015 (previously reported as abdominal pain, nausea and emesis).